Event description:
It was reported that the ilet pump¿s display screen delaminated while the user removed the device from a pocket, after which the user secured the screen with tape and reported normal pumping function aside from the detached screen. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included continued use of cgm with guidance provided to discontinue pump use in its damaged state and to shut down the device. Investigation included collection of device details, shipment of a replacement, instructions to return the original for evaluation, and counseling on startup and best practices. Investigation of this case revealed a hardware failure of the display assembly consistent with screen delamination of the pump enclosure/display component, while therapy delivery appeared unaffected per the report. It was concluded, based on previously established findings for similar reports, that the cause was a component integrity issue related to the display assembly.